Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8 731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a healthcare provider (hcp) indicated symptoms the patient experienced included pain, nausea, and generalized malaise. Troubleshooting included interrogating the pump. The pump was in minimal rate status and battery life in conservation mode. The pump was removed and replaced on (B)(6) 2015. The pump malfunctioned, low battery reset. The pump logs were provided from at the time of the procedure on (B)(6) 2015 and showed a motor stall recovery occurred on (B)(6) 2015 at 14:24. Additional information was also received from a consumer indicated about two years ago (somewhere two years ago the reporter believed) the patient started feeling really bad and took an ambulance to the emergency room (ER) and while there his wife told him she heard the alarm, a constant beep. The patient went ¿through hell¿ for 24 hours because the patient believed it stopped working. They did a MRI, cat scan, and x-rays and ¿put two and two¿ together. The patient said finally the pain management healthcare provider (hcp) called the company representative and found out it had stopped so they did emergency surgery and put a new one in. The reporter had been looking for the analysis report but the hcp was too busy. The reporter was to follow up with the hcp.

Manufacturer narrative:
Analysis of the pump found that the pump battery had high resistance.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information later received reported that the patient was not getting pump drugs.

Event description:
It was reported that the personal therapy manager (ptm) exhibited an error code of ¿8474¿. The patient had symptoms of withdrawal, nausea, delirium, and increased pain. An ambulance was called on (B)(6) 2015 and brought the patient to the hospital. The patient was in the hospital at the time of the report possibly due to the withdrawal. Troubleshooting and programming options were discussed with the reporter. The hcp checked the pump status and everything looked normal with the pump including the elective replacement indicator (eri) and the patient was doing better. The pump was re-interrogated on (B)(6) 2015 and in the event logs were safe state, low battery reset on (B)(6) 2015. The pump settings were reprogrammed to 6.206mg/day simple continuous dose, and the pa doses also, and the reporter was able to update the pump with that information. The hcp would check the pump status again later that day. The patient gave himself a patient activated (pa) bolus dose around the same time as the safe state, low battery reset occurred. They thought they heard the pump alarming. The pump was later explanted on (B)(6) 2015. It was also noted the pump was removed due to battery depletion. The safe rate did not occur while updating the pump or while a flex bolus was in use, and there was no electromagnetic interference (emi) or magnetic resonance imaging (MRI) associated to the safe rate. The patient was not recovered; the symptoms/issue was ongoing. The pump system was being used to infuse morphine (unknown).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported the pump was used to deliver morphine 20.0 mg/ml at 5.654 mg/day. The patient experienced acute increase in pain related to intrathecal pump. The patient also complained of generalized malaise. The event resulted in the prolongation of existing hospitalization. The interventions included medications administered, specifically IV dialudid. The etiology was indicated as related to the device or therapy and not related to the implant procedure. The outcome was resolved without sequelae (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.